Manufacturer narrative:
Results: the jet7 was kinked approximately 1.0 cm from the hub. The strain relief was unraveled, and a hole was present at the kinked location. Conclusions: evaluation of the returned jet7 confirmed that the catheter was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, a demonstration velocity was advanced through the returned jet7 without an issue. The jet7 with the velocity inside was then advanced through a demonstration neuron max without an issue. Further evaluation of the returned jet7 revealed a hole underneath the strain relief. The damage likely resulted from the kink in the jet7. No other devices associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a velocity delivery microcatheter (velocity), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the velocity was advanced into the jet7 and both catheters were advanced into the neuron max. While advancing the jet7 and velocity through the neuron max in the carotid artery, the physician encountered resistance and the jet7 kinked. Therefore, the jet7 and velocity were removed together. The procedure was completed using another catheter, the same velocity, and the same neuron max. There was no report of an adverse effect to the patient.